Event description:
It was reported high impedance was observed during a new patient implant. It was reported the physician irrigated the patient's nerve, confirmed full insertion, and did multiple diagnostics but could not resolve the high impedance. The patient's lead was explanted and a different lead was used for the patient's implant. Impedance was normal with the second lead. The explanted lead was returned and has been received. Product analysis is ongoing. No other relevant information is available to date.

Event description:
It was reported no visual anomalies were observed on the suspect lead during the patient's procedure. Diagnostics and generator diagnostics from the date of surgery were received showing impedance within normal limits when the generator was connected to a test resistor and high impedance while connected to the lead.